Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The phone call received from the sales rep indicated that the stent did not cross the target lesion and the wire lost position. The wire could not be removed from the stent delivery system and became stuck within the body of the sds. There was no patient injury. No additional information was given.